Event description:
After ablation for an "a-flutter right side", it was reported that there was a pericardial effusion that was discovered by transthoracic echo performed while the patient was in recovery room since the patient's blood pressure was measured in 30's or 40's. Upon the discovery, the patient was brought back to the ep lab and a pericardiocentesis was performed followed by use of dopamine to raise the patient's blood pressure. The patient was scheduled to move to ICU upon stabilization. The status of the patient at the time of the call was unknown. The power delivery setting during ablation was 70 watts, temperature was set to 60 degrees celsius, ablation length was 120 seconds, the procedure duration was 2 hours, and the total number of ablations has not been provided by the facility.

Manufacturer narrative:
The facility has declined service for the equipment indicating that the adverse event is not related to any bwi products. No additional detail about the patient or the procedure has been provided by the facility. The disposable products are being returned but not yet received by bwi. A 3500a supplemental will be submitted to the FDA upon analysis completion. Concomitant products: stockert 70 rf generator, catalogue # s7001, (B)(4); carto 3 system, catalogue # fg540000, (B)(4); navistar ds electrophysiology catheter, catalogue # ns7tcd8l174hs, lot # 14124352. (B)(4).

Manufacturer narrative:
(B)(4). The catheter was tested and passed electrical, temperature bath, generator and deflection test. The root cause of the reported event could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.